Event description:
On april 23, 2006 the lay reporter, the lay pt's mother, contacted lifescan (lfs) alleging that the pt's one touch fast take meter was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the mother after attempting to reach her by phone at different times on two different days. The pt obtained a result in the "300's" on the reported meter while having no symptoms of high or low blood glucose level. The pt took insulin, unk type and dose, after use of the meter. A result in the "170's" was obtained on the physician's meter within 10 minutes. The pt received glucose treatment from a medical professional. No add's specific info was provided regarding the specific glucose treatment given or reasons why the treatment was administered. No info was provided regarding the pt's diabetes treatment regimen. The customer service agent (csa) discovered that the test strips were expired (1/05 expiration), which can cause inaccurate results. The meter and test strips were replaced. The complaint is reported because the pt took insulin after testing with expired tests strips. The pt subsequently received glucose treatment from a health care professional after a result 76% lower than the lfs meter reading was obtained on the physician's meter; the two readings were taken within 10 minutes of each other.